Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h4, h6: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history review (DHR): part:07.702.016s. Lot:3c53600. Manufacturing site: werk selzach. Supplier: (B)(4). Release to warehouse date: 28 mar 2023. Expiration date: 01 mar 2026. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Most relevant imdrf annex g code is g07002 (appropriate term/code not available) to capture no findings available due to no product returned. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. D9: complainant part is not expected to be returned for manufacturer review/investigation. E3: initial reporter is a synthes employee. G4: device is not distributed in the united states, but is similar to device marketed in the USA. H3, h6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from japan reports an event as follows: it was reported that on (B)(6) 2024 a percutaneous vertebroplasty (l3) was performed. During the procedure, the surgeon properly deployed and used the vertecem v+ kit according to procedure, but the stirring handle did not operate smoothly. After mixing and blending the cement, the syringe kit in question was used to fill the cement, when the filling was completed and the syringe was replaced with another one, the next syringe could not be inserted. The syringe tip was found left behind in the cement kit¿s filling activator. There were no signs of malfunction or cross-threading, but the tip was damaged. A removal operation was attempted to remove the tip, but it was unable to be removed. Because of the time passing after cement preparation, the surgeon was required to open a new cement and syringe kit and perform the preparation and filling operations again. The surgery was completed successfully with no surgical delay. No further information is available. This report is for a vertecem v+ cement kit. This is report 1 of 1 for (B)(4).